Manufacturer narrative:
(B)(4) .

Event description:
Procedure: hernia. According to the reporter: in 2012, the pt had surgery to reverse a colostomy. There was parastomal hernia present and corrected with permacol mesh. From 2013, the pt began to have recurrent episodes of pain along scar line as well as a partial bowel obstruction. In 2013, an abscess formed on the surgical scar line, which later erupted. There was putrid fluids and solid matter which turned out to be the rejected mesh. Then, the pt began ejecting surgical tacks (total of 25) through the abscess wound. The abscess would not heal and was ultimately diagnosed as a severe infection. After a 5 week course of IV cubicin treatments, the infectious disease doctor stated that the only way to get rid of the infection was to have the remaining mesh and surgical tacks removed surgically. The removal was completed in 2013 and there was nothing used to prevent a recurrence of the previous hernia. So far, the hernia has not been a problem.